Manufacturer narrative:
Product ID 8596, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that the patient had a pump implanted in her right front abdomen and a stimulator implanted in her left lower back. The patient had recently been hospitalized for severe lower back pain and needed to do an MRI. It was reported that an MRI could not be performed with a stimulator .the patient needed the MRI so they could see exactly what was going on with her back. The patient was planning to contact the healthcare provider (hcp) to have the stimulator removed for the MRI to be performed. The pump was delivering clonidine, bupivacaine, and dilaudid.